Event description:
Phlebotomist was drawing blood, when she pulled back on the plunger rod, blood squirted from the syringe. They stated that there was a hole in the syringe.

Manufacturer narrative:
No samples available for investigation. Analysis of complaint data over the past two years reveal that this type of incident occurs at consistent low level in relation to the total volume of syringes produced.